Event description:
During an ercp, the physician advanced a wilson-cook tri-ex extraction balloon over a wire guide to remove a stone from the bile duct. According to the additional information provided, force was applied to the device to facilitate passage of the stone. At this time, the catheter broke 30cm from the base of the balloon. The detached portion was retrieved with forceps. The patient was reported to be stable condition.